Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 11 september 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch#: 9189491. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200835901, 200835461] noted for out of spec shield pull.

Event description:
It was reported that the hub separated from device and needle shield was damaged with a bd syringe 0.3ml 31g 6mm. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that the consumer found two syringes from this box with the needle shield crushed. Also, the consumer reported these same two syringes from this box , the needle hub stuck within the shields.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the hub separated from device and needle shield was damaged with a bd syringe 0.3 ml 31 g 6 mm. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that the consumer found two syringes from this box with the needle shield crushed. Also, the consumer reported these same two syringes from this box , the needle hub stuck within the shields.